Event description:
Procedure type: laparoscopy. According to the reporter: the major complication was a rectal injury that occurred during insertion of the access port for a pure tv vhr. The colpotomy was dilated and a sils port introduced. After the camera was placed through the port, a small window was identified; on introduction of the camera, stool and the rectal lumen were noted. A flexible sigmoidoscopy was performed, and the rectal injury was seen at about 20 cm with a camera. Before the sils port was removed, three laparoscopic ports were placed. On inspection, the only injury identified was a small hematoma within the mesosigmoid colon. The colpotomy was closed with a running suture. A sils port was placed in the anus and an upper endoscope was introduced through the 12 mm port. The perforation was successfully closed with sutures. A leak tst was consistent with an airtight repair. Postoperatively, the pt was placed on intravenous antibiotics with bowel rest for 2 days awaiting bowel function. The pt was discharged on postoperative day 3.

Manufacturer narrative:
(B)(4).